Manufacturer narrative:
Philips service replaced the amc triple servo drive hp-lp-lp. It was identified that further service activities were required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometric movement was partially available due to an ethercat communication issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.